Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿unit keeps powering off¿ was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be lcd (liquid crystal display) cable was found creased. The lcd and foam spacers require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept powering off during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.